Event description:
The surgeon implanted an aq2010v silicone lens but it tore while it was being inserted. The lens was removed with no patient injury. The model and lot numbers of the cartridge and injector used were not provided by the facility.